Event description:
It was reported that a patient who had received a xience stent died of sudden death at home. In this case, autopsy showed in-stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of coronary or stent thrombosis, and death are listed in the xience v, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.